Event description:
It was reported that the patient who is enrolled in a clinical study developed moderate movement disorder. The patient was admitted to the hospital with complaints of double vision. Neurological examination revealed left sided tremor as well as a symmetrical bradykinesia of the hands. Laboratory chemistry revealed no significant findings. Extensive contact testing and adjustment of the deep brain stimulator were performed however event remains unresolved and the patient has been discharged. The physician assessed that the event had a possible relationship to the stimulation and to the device and that it was not related to the procedure.

Event description:
It was reported that the patient who is enrolled in a clinical study developed moderate movement disorder. The patient was admitted to the hospital with complaints of double vision. Neurological examination revealed left sided tremor as well as a symmetrical bradykinesia of the hands. Laboratory chemistry revealed no significant findings. Extensive contact testing and adjustment of the deep brain stimulator were performed however event remains unresolved and the patient has been discharged. The physician assessed that the event had a possible relationship to the stimulation and to the device and that it was not related to the procedure. Additional information was received that the patient developed moderate deterioration of parkinson's disease. The physician assessed that the event was not related to the stimulation, device, or to the procedure.